Manufacturer narrative:
Integra completed its internal investigation 12jan2016. The investigation included: method: - review of device history records. - review of complaint management database for similar complaints. Results: a review of the device history record is performed. Manufacturing lot is e5ef and was manufactured in february 2007. No anomaly is observed about damages. Parts from this manufacturing lot were accepted under a concession about traces of cutting tools done during machining. Visual defect were evaluated as minor. Parts were checked by visual inspection at 100%. No other anomaly is observed. A review of the complaint system showed that this incident is the first incident for damaged snap-off® screwdrivers ¿including 4 different parts (no other incident can be linked due to lack of information) for the past two years which was reported to newdeal. As snap-off® screwdrivers are reusable instruments and are used for each snap-off® screws insertion, the number of snap-off sold screws is taking into consideration. During the same time period, 30 336 snap-off® screws have been sold. The complaint rate for this kind of incident during the stated time period is 0.0131 percent. This is the first incident for manufacturing lot e5ef. 20 parts were released for this manufacturing lot. Lot failure rate is 5%. Conclusion: given the description of the event and the observations made during the documentary investigation, the root cause of the incident cannot be determined due to lack of information and lack of returned products.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2016. The additional investigation activities included: methods: evaluation of actual device. Updated review of complaint management database for similar complaints. Results: update following product return : a review of the complaint system showed that (B)(4) incidents were reported to newdeal for similar breakages of tip for a snap-off® screwdriver (including this incident) for the past (B)(6) years. As snap-off® screwdrivers are reusable instruments and are used for each snap-off® screws insertion, the number of snap-off sold screws is taking into consideration. During the same time period, (B)(4) snap-off® screws have been sold. The complaint rate for this kind of incident during the stated time period is (B)(4) percent. This is the first incident for manufacturing lot e5ef. (B)(4) parts were released for this manufacturing lot. Lot failure rate is (B)(4). A review of the corrective and prevention action plans was performed. Following previous similar cases of tip¿s breakage, a CAPA was initiated in (B)(6) 2012. The determined root cause is (B)(4) important torsion constraints regarding the design specifications and mechanical properties of the screwdriver. As actions, a regulatory recall of all old-version snap-off® screwdrivers was done. In addition, incoming inspection prior to release was improved and a specific removal kit for hallu®-fix and bbop® plates was created with multiple screwdrivers. This CAPA is now closed. Lot f4dk is manufactured following new specifications. A review of non-conformance records for (B)(4) is performed for the last (B)(6) years. One non-conformance that could be linked to the breakage was observed for snap-off® screwdrivers about hardness result out of specification (on supplier inspection report). It is concerned lot fc06 in (B)(6) 2014. A check of the hardness was done and found result in accordance with specification. So non-conformance was not confirmed and found to be due to a supplier inspection error. Parts of this lot were accepted. No link to this incident can be found. Conclusion: given the description of the event and the observations made during the documentary investigation and during product analysis, the incident is confirmed and similar to those investigated in prior CAPA where found root cause was (B)(4) important torsion constraints regarding the design specifications and mechanical properties of the screwdriver.

Event description:
It was reported the device was damaged. No event circumstance or patient impact provided. Additional information has been requested.